Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that trochanteric fixation nail-advanced (tfna) broke postoperatively and was explanted on an unknown date. No further information is provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, d4 (lot, catalog, primary UDI number) d9, d10 (concomitant), g1 (manufacturing site name), g4 [PMA/ 510(k)]. Corrected: d1, h6 (health effect - clinical code), h6 (medical device problem code) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the removal of the femoral nail and implantation of a cemented hip joint endoprosthesis with dual mobility system ((B)(6) 2024) in posttraumatic coxarthrosis with cutting out of the inlying tfn, pseudarthrosis of the proximal femur and pronounced acetabular defect in z.n. Implantation of a proximal femoral nail in pertrochanteric femoral fracture left a.l. (B)(6) 2024. Cutting out the blade (bone failed, blade and nail were intact).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: g1 (manufacturing site name) h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. And photos were provided for review. Visual inspection of the returned device found nothing indicative of a device nonconformance. The tfna helical blade perf l105 tan only shows slight surface scratches, it is reasonable to conclude that this condition can be attributed to the extraction process. Additionally, the provided x-ray evidence does not show any defects in the implants, migration or shift in position cannot be observed due to the lack of further chronological evidence. A dimensional inspection was not performed due to post-manufacturing damage. A functional evaluation was performed, during which the locking screw was tightened to ensure the blade was completely secured. Upon tightening the screw, it was verified that there was no movement in the blade and nail. Subsequently, the cap was installed, fitting properly and correctly over the nail. The overall complaint was not confirmed as the observed condition of the tfna helical blade perf l105 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.038m405sp lot number: 5339p19 part manufacture date: 30-mar-2023 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 105mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.